Event description:
The patient was having an insertion of a right internal jugular vein tunneled central venous catheter with implantable power port. While trying to pull the catheter back to the correct position, the catheter fractured and broke right at the area where it entered the vein. The catheter rapidly and subsequently embolized distally into the superior vena cava and right ventricle. Radiology specials was contacted to retrieve a portion of the fractured catheter that occurred during the initial placement of the port in the or. They were successful in retrieving the fractured catheter with no detriment to the patient.device #1is this a laboratory device or laboratory test?no.